Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic type b dissection. The vessel morphology was reported as there was no tortuosity and mild calcification. It was reported there was a proximal type I proximal leak of the stent graft, however, once the pigtail catheter was removed from between the aorta and the graft the endoleak resolved. The pt recovered well from the procedure. The surgical registrar reviewed the pt three days post index procedure and the pt was doing well, slightly hypertensive with a slight uti but looking and feeling well. All the venous IV access lines were removed from the pt, in preparation of discharge within the following day or two. Four hrs after the surgical registrar reviewed, the pt had a cardiac arrest on the ward and was not able to be revived. The post mortem confirmed the graft had not moved from its position when implanted. There was no retrograde type a dissection. The dissection was still contained and the pt's abdominal aneurysm had not ruptured.

Manufacturer narrative:
(B)(4). Eval, results: (death), (history of prior cardiac arrest and recurrent angina). Conclusions: (history of prior cardiac arrest and recurrent angina).